Event description:
In 2009, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's onetouch ultralink meter was prompting the main menu instead of the "apply sample" screen. The complaint was classified baed on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt and/or rptr by phone. The rptr claimed that the alleged issue began on the morning of the same day. The cca noted that the pt is on an insulin pump. The rptr denied that the pt took any action regarding her diabetes management or received medical attention as a result of the issue; however, reported that the pt suffered a seizure sometime after the issue began (time unknown). At the time of troubleshooting, the cca noted that the subject meter was being powered on manually. The issue was resolved with training. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly suffered a seizure after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.